Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. Based on the results of the investigation, olympus confirmed foreign material in the nozzle, and foreign material on the plastic distal end cover, however, the type of material and the root cause could not be identified. It is presumed that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the universal cord. Leakage occurred from the universal cord. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign objects in the nozzle and in the probe cover. There were no reports of patient involvement.